Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5066823. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte closed luer access device had leakage. The following information was provided by the initial reporter: infusion connector with a septum, in conjunction with an indwelling needle and a disposable precision infusion set, as per medical orders. During the procedure, leakage was detected from the needle-free closed-system infusion connector with a septum. After confirming no abnormalities in the connections, the nurse replaced the connector with another of the same specification to complete the intravenous infusion. No further leakage occurred during this process.